Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the adhesive pad issue complaint could not be confirmed. This cannot be evaluated during the investigation process. Blood on the adhesive may can occur during needle insertion and its not likely a device malfunction.

Event description:
Patient reported the adhesive pad became loose. Patient stated when the adhesive pad becomes loose the needle hurts him and there's also blood where the needle was inserted.